Event description:
It was reported that the healthcare provider (hcp) was unable to fill and unable to aspirate the reservoir. No rotor or dye studies were performed. Hcp tried to aspirate the pump, expecting 3.6ml in reservoir but he could not get anything out. On trying to refill he could only inject 25ml in a 40ml pump. He then tried to aspirate again but couldn't. The pump was stopped. During surgery the catheter at the connection junction looked clogged. Hcp tried to empty the pump but couldn't; tried to inject and only about 15ml of saline would go into the pump, however at that point 40ml was aspirated. The pump was replaced with a new 40ml pump. Drugs delivered via the device were dilaudid and marcaine. Following the replacement patient was reported as doing fine.

Manufacturer narrative:
Catheter model: 8709, lot# j0177964r, implanted: (B)(6) 2001, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the pump revealed reservoir access issues due to drug residue. Reservoir inspection revealed a significant amount of precipitate inside the bellows of the pump.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.